Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was failing a calibration with an error 80 (water check time out unable to reach calibration temperature). A check of the diagnostics indicated a failure of the mixing pump. Biomed stated that they would send the device in for the 2000-hour service.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the reported issue could not be duplicated during evaluation. As the reported event was unconfirmed, device history record review was not required. As the reported event was unconfirmed, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was failing a calibration with an error 80 (water check time out unable to reach calibration temperature). A check of the diagnostics indicated a failure of the mixing pump. Biomed stated that they would send the device in for the 2000-hour service. Per follow up information received via email on 19oct2022, there was no patient involvement as it was found during calibration.